Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) had failed to deploy and the white compression tube was not visible, which appeared to still be in place under the black outer sleeve of the mynxgrip device. The physician proceeded to deflate the mynxgrip balloon, removed the system from the patient, and held manual pressure for less than thirty (30) minutes in order to achieve hemostasis. No harm nor injury occurred to the patient. The mynx vascular closure device (vcd) was used in an interventional peripheral procedure using a retrograde approach. After completing a lower extremity intervention via 5f right common femoral artery access, the physician attempted to use a 5f mynxgrip to close the access site. After properly prepping the device by inflating the balloon with a 50/50 mix of contrast via the mynx locking syringe and checking appropriate function of the pressure indicator, the physician inserted the tip of the mynxgrip device through the valve of a non-cordis short sheath to the white marker band on the shaft of the mynxgrip device. At this point, the doctor inflated the balloon fully with the pressure indicator clearly showing the black marker band, pulled the device back until the balloon abutted the arteriotomy, opened the stopcock on the sidearm of the sheath, adjusted tension to confirm hemostasis with the balloon, advanced the grey shuttle all the way down to a hard stop, hooked the sidearm of the sheath, and pulled the sheath and grey shuttle all the way back up until it locked back into place at the black handle of the mynxgrip device. The user shuttled down completely with no significant resistance or unusual force applied when retracting the sheath. The deployer was trained in using the mynx device. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The syringe was not returned attached to the device, while a cordis catheter sheath introducer (csi) was returned but not inserted into the unit. The sealant sleeve was in its manufactured position, indicating that the received unit had not been shuttled into a csi. The advancer tube and sealant were also in their manufactured positions. The condition of the returned device likely indicates that the device was not deployed. Additionally, no visual damages or anomalies were observed. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results showed that there were no problems present with the device¿s deployment mechanism, as it could be actioned as expected, advancing the advancer tube and deploying the contained sealant. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. Additionally, the device was received with the sealant sleeve in its manufactured position, indicating that the received unit was not shuttled down into a sheath. However, the issue experienced by the customer could be related to procedural/handling factors, even though the user reportedly shuttled down completely with no significant resistance or unusual force applied when retracting the sheath. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) had failed to deploy and the white compression tube was not visible which appeared to still be in place under the black outer sleeve of the mynxgrip device. The physician proceeded to deflate the mynxgrip balloon, removed the system from the patient, and held manual pressure for less than thirty (30) minutes in order to achieve hemostasis. No harm nor injury occured to the patient. The mynx vascular closure device (vcd) was used in an interventional peripheral procedure using a retrograde approach. After completing a lower extremity intervention via 5f right common femoral artery access, the physician attempted to use a 5f mynxgrip to close the access site. After properly prepping the device by inflating the balloon with a 50/50 mix of contrast via the mynx locking syringe and checking appropriate function of the pressure indicator, the physician inserted the tip of the mynxgrip device through the valve of a non-cordis short sheath to the white marker band on the shaft of the mynxgrip device. At this point, the doctor inflated the balloon fully with the pressure indicator clearly showing the black marker band, pulled the device back until the balloon abutted the arteriotomy, opened the stopcock on the sidearm of the sheath, adjusted tension to confirm hemostasis with the balloon, advanced the grey shuttle all the way down to a hard stop, hooked the sidearm of the sheath, and pulled the sheath and grey shuttle all the way back up until it locked back into place at the black handle of the mynxgrip device. The user shuttled down completely with no significant resistance or unusual force applied when retracting the sheath. The deployer was trained in using the mynx device. The complaint device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.